Event description:
Related manufacturer report number: 2017865-2023-17366. It was reported that noise was observed on the atrial channel leading to auto mode switching. Noise reversion was also observed. The pacemaker was being monitored. There were no patient consequences.